Event description:
During a hysteroscopic resection of endometerial/endocervical polyps, it was noted that the tip of the ceramic piece (insulated distal tip) on the end of the inner sheath cracked/broke off. Prior to noticing the broken tip, the doctor had used the electrode on tissue and then removed the scope. When the doctor put the scope back in, is when the ceramic tip was found to be broken off. The piece was located in the patient's lower uterine segment. A smaller hysteroscope with an operating channel loaded with a hysteroscopic forceps was used to retrieve the piece from the uterus. Once it was removed it was matched up with the sheath and no other pieces were missing. There was no adverse outcome to the patient. The instruments were inspected prior to the procedure with no defects noted. The manufacturer was contacted and one recommendation was to be sure that when the equipment is being assembled that the inner sheath (eris-cf25) and outer sheath (eros-cf25) are parallel or perfectly aligned. This helps prevent damage to the ceramic tip on the inner sheath. The sheath was sent to the manufacturer for inspection and a request was made for the manufacturer to send a report of their findings to this facility.====================== manufacturer response for continous flow inner sheath, gyrus acmi-USA elite system & USA series======================see description for manufacturer's recommendation.